Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 21mm edwards surgical valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of three (3) years and 10 months due to degeneration leading to aortic stenosis (52mmhg). The tavr procedure was performed with a 23mm edwards transcatheter valve via the right femoral access. The patient was noted to be in good condition after the procedure.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this patient with a 21mm edwards surgical valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 13 years and 10 months due to degeneration leading to aortic stenosis (52mmhg). The tavr procedure was performed with a 23mm edwards transcatheter valve via the right femoral access. The patient was noted to be in good condition after the procedure.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.